Manufacturer narrative:
The device was not returned for investigation and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
During a literature search, atricure determined that sometime between 2017 to 2022 a patient experienced an adverse event which may have been caused by or contributed to by a pro2 clip device. A patient underwent a standalone left atrial appendage exclusion (laae) using a pro2. Patient developed a delayed pericardial effusion (dressler's syndrome) requiring pericardiocentesis. There was no reported device malfunction, and the adverse event was the result of a procedural complication. Source: wang e, sadleir p, sourinathan v, weerasooriya r, playford d, pragnesh j. Thoracoscopic left atrial appendage occlusion with the atriclip pro2: an experience of 144 patients, heart, lung and circulation (2024), doi: https://doi.org/10.1016/j.hlc.2024.02.010.